Manufacturer narrative:
Battery pack sn (B)(6) has been returned from distributor for bent pins and is undergoing investigation at this time. There was no adverse event that occurred related to this issue. CAPA-00137 is underway. There was no adverse event that resulted from the damaged battery.

Event description:
Battery pack has been returned from distributor for bent pins.